Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The pump was deemed safe for continued use, and the caller was advised to contact support again if any future issues arose.